Event description:
It was reported that the device suddenly stopped working. It was impossible to restart the device. The pt had the device explanted and replaced. There were no pt injuries.

Manufacturer narrative:
(B) (4).